Event description:
Reportedly, a laparoscopically assisted vaginal hysterectomy was being performed. When checking hemostasis, near the end of the procedure, it was noticed that a piece of plastic was missing from the cannula of the trocar. It was not found in the patient or on set up. No patient injury was reported.